Event description:
Customer reported that the buttons on their device were not responding and there were scratches on the screen. There was no adverse impact to customer¿s blood glucose level. Customer declined further follow-up with customer technical support at this time, and as they were currently out of warranty and in the process of renewal, no additional actions were taken.